Manufacturer narrative:
Tandem follow-up: reportedly, customer's blood glucose continued in the 400 range while at school. Supplies were changed and blood glucose dipped into the 200 range but soon climbed back up to 300-400 range. Contact consulted with healthcare provider who recommended new pump settings; however, blood glucose remained elevated. Customer has switched to the trusteel infusion set and is no longer experiencing elevated blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (600 mg/dl) with a small level of ketones. High bg was addressed by consuming water. Initially, the contact thought the high bg was due to the "pump in general". After a pump system check was performed and no device issues were identified, the contact was confident that the pump was delivering insulin. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider.